Event description:
It was reported that the lead was dislodged. The lead was removed and replaced.

Manufacturer narrative:
The damage found is consistent with that occurring at the time of surgical procedure.